Event description:
It was reported that the battery depleted prematurely. It stated that the device switched off by itself 2 or 3 times. The reporter stated that this happened in (B)(6) 2012 and incontinence symptoms returned. It was noted that the impedances were 'ok.' A battery longevity estimate was performed and the calculation predicted device to last 5 years and 1-14 months (c-, 1+, amplitde: 1.8 volts, pulse width: 210 useconds, frequency: 14 hertz). It was also stated that the health care professional (hcp) changed the frequency to 31 hertz at the follow-up and planned to replace device, date was unknown. Any additional information received will be included in a follow-up report.

Event description:
Follow up information reported that the explanted ins was discarded at the time of replacement by the physician and was unavailable for analysis. It was also noted that manufacturer's representative was not present at the replacement procedure.

Event description:
Additional information received reported the device was replaced in (B)(6) 2012. The patient outcome following the procedure was unknown. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). (B)(6).